Manufacturer narrative:
Concomitant products/medications: unknown laser-assisted extraction device and heparin 50 units/kg. Please note that the exact event date is unknown due to the nature of the complaint. (B)(4). Complaint conclusion: as reported in a publication, percutaneous retrieval of permanent inferior vena cava filters; cardiovascular and interventional radiology (2015); 1-8; in a (B)(6) male patient with a trapease filter, ivc (inferior vena cava) filter thrombosis was noted. The filter dwell time was 4 years. The indication for filter removal was to allow for cessation of anticoagulation. The filter was removed with laser-assisted extraction from a jugular approach. This patient was heparinized (approximately 50 units/kg) during the retrieval procedure. The device remained implanted in the patient and thus was not retuned for analysis nor was a sterile lot number provided to conduct a DHR. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication and occurs in approximately 3.6 to 11.2 % of all patients. Factors that may have influenced the event include patient, pharmacological and lesion. There is no indication of a manufacturing related cause for the difficulty experienced by the customer; therefore, no corrective action will be taken at this time.

Event description:
As reported in a publication, percutaneous retrieval of permanent inferior vena cava filters. In a (B)(6) male patient with a trapease filter, ivc (inferior vena cava) filter thrombosis was noted. The filter dwell time was 4 years. The indication for filter removal was to allow for cessation of anticoagulation. The filter was removed with laser-assisted extraction from a jugular approach. This patient was heparinized (approximately 50 units/kg) during the retrieval procedure.